Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode after the patient underwent a left ventricular assist device (lvad) implant procedure. It was further reported that the patient had been receiving inappropriate shocks; however, this was unable to be confirmed as the device diagnostics are unable in safety mode. The patient underwent a replacement procedure and this product was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.